Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
The patient presented to the hospital due to signs and symptoms of progressive volume overload. The site attempted to reduce volume and hemodynamic stability with diuretics, vasoactive agents, uf and lvad speed changes but was unsuccessful. On (B)(6) 2020, the patient was taken to the operating room for exploration. Upon closing the chest, a mild kink at the outflow graft was noted. A pledgeted 4-0 prolene stitch was used to plicate the lesser curvature of the outflow graft to avoid kinking. No kink was noted at the end of the outflow graft. The patient remained in ICU due to continuing issue with volume overload and inability to decompress the left ventricle. A echocardiogram showed non-compressed left ventricular internal dimension (lvid) with continued aortic valve opening even with speeds of 9000 rpm. On (B)(6) 2020, the patient returned to the operating room (or) for further exploration. Upon closing, the inflow graft appeared to be thrombosed. The patient received a pump exchange on (B)(6) 2020. The account expressed concern if the inflow thrombosis was the sole cause or if there was issues with the pump rotor or outflow cannula itself. No further information was reported.

Manufacturer narrative:
Manufacturer's analysis conclusion: a correlation between the evaluation of the device and the reported event cannot be conclusively determined. The device was returned assembled with the pump cable cut ~7.5¿ from the pump header and the severed portion of cable was returned. The modular cable was returned properly attached to the distal portion of the pump cable. The sealed outflow graft and the sealed outflow graft bend relief were returned attached to the device. An unattached outflow graft clip was also returned. The apical cuff was not returned. The pump appeared to have been exposed to fixative prior to return. The sealed outflow graft was returned attached to the device. The outflow graft bend relief was returned partially unattached from the graft hardware. The distal end of the graft had been cut opened prior to return. Due to the condition of the returned graft, the report of a kinked outflow graft cannot be conclusively determined. Upon disassembly of the returned pump, depositions of fixed blood were observed in the inflow cannula, outflow graft attachment and in the pump cover. The deposition in the distal end of the inflow cannula, appeared to partially occlude some of the blood pathway. The depositions appeared to have been exposed to a fixative agent prior to being returned. Due to this, the structure of the depositions, while the device was in operation, could not be conclusively determined. The remaining pump blood-contacting surfaces were free from any adhered depositions or thrombus formations.the device was cleaned, rebuilt, and tested under load conditions on a mock circulatory loop. The pump functioned as intended the IFU also lists thromboembolism as a potential late postimplant complication that may be associated with the use of the heartmate 3 left ventricular assist system. Section 5-33 states, prior to advancing the inflow cannula into the left ventricle through the apical cuff, remove the glove tip from the inlet extension. Inspect the ventricle and remove any previously formed clots that may cause embolism or any trabeculae that may impede flow. The attaching the sealed outflow graft to the pump section instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. The "de-airing the pump" section explains that when de-airing is completed, slide the bend relief over the metal fitting of the sealed outflow graft toward the locking screw ring. This section warns that failure to connect the bend relief so that it is fully and evenly connected can allow kinking and abrasion of the graft, which may to serious adverse events such as low left ventricular assist device flow and/or bleeding the system monitor section describes the pump flow display and the hazard alarms. The IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. The alarms and troubleshooting section describes the actions to take in the event of a low flow alarm. The heartmate 3 left ventricular assist system patient handbook describes the actions to take in the event of a low flow alarm. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Section a2, b1, b2, g3: correction section b5, f1 and e4: additional information user facility report: 3601800000-2020-8083 was received on (B)(6)2020. No further information was provided.

Event description:
It was reported that the patient was discharged home on 2 weeks after pump exchange with international normalized ratio (inr) 2.2 and aspirin 81mg daily. The patient re-presented two weeks later with significant heart failure symptoms including gross volume overload, that were refractory to aggressive medical management. The inr on admission was 5.2 with lactate 4.2. After 2 weeks attempting to medically manage in and out of the ICU setting,the patient was ultimately taken to surgery to address a presumed outflow kink/obstruction (per cta chest findings). Np significant obstruction was found upon entry into the chest, and despite correction, there was no post-surgical hemodynamic improvement. The patient was returned to the ICU with higher rpm to continue aggressive medical management including trach/vent and continuous dialysis. After weeks of continued inability to adequately manage heart failure, patient was returned again to surgery to exchange the device for presumed left ventricle assist device (lvad) malfunction 2 months after. Findings from the or included a circumferential thrombus narrowing the lvad inflow, and visualization of a small amount of thrombus with in the pump.